Event description:
A broken screw was reported to have occurred from a mtp non-union case. The plate was not broken however, the broken screw was reported to be from the bone-plate interface. The rest of the locking screws were reported to be loose. Reasonable efforts were made to obtain case information however, the surgeon was not responsive. Additional details could not be collected. No further information was reported by the complaint initiator.

Manufacturer narrative:
Identifying information, such as the part number and lot number of the device was not reported to paragon 28. Case information including surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
A broken screw was reported to have occured from a mtp non-union case. The plate was not broken however, the broken screw was reported to be from the bone-plate interface. The rest of the locking screws were reported to be loose. Reasonable efforts were made to obtain case information however, the surgeon was not responsive. Additional details could not be collected. No further information was reported by the complaint initiator.